Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 01/24/2020. An investigation was conducted on 02/18/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood were observed on the delivery device as well as on the seal, indicating there was an attempt to insert the device into the aorta. The white plunger on the delivery device was fully depressed with the blue slide lock engaged and the seal and tension spring assembly was observed inside the delivery tube. No measurements of the delivery tube were taken due to the presence of blood. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Updated sections: g4, g7, h2, h10. Corrected section: h10. Trackwise # (B)(4). The device was returned to the factory on 01/24/2020. An investigation was conducted on 02/18/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood were observed on the delivery device as well as on the seal, indicating there was an attempt to insert the device into the aorta. The white plunger on the delivery device was fully depressed with the blue slide lock disengaged and the seal and tension spring assembly was observed inside the delivery tube. No measurements of the delivery tube were taken due to the presence of blood. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.